Manufacturer narrative:
We are in the process of evaluating this device. When our investigation is completed, a f/u report will be submitted.

Event description:
It was reported during an ablation procedure, handle leakage occurred. The catheter shaft twisted 3.5 cm from the distal electrode, which caused shaft damage. There were no consequences to the pt. Add'l info was requested, but is not available.